Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor needle was broken. The customer¿s blood glucose level was unknown. The customer states the sensor cannula fractured while in the body and the sensor cannula is still in the body. Troubleshooting was performed for needle break. Advised to revert to the backup plan. The sensor will not be returned for analysis.